Manufacturer narrative:
Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The customer noted the event occurred during I/a. The vision system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The operator¿s manual warns: use of non company surgical reusable or disposable I/a handpieces that do not turn, may cause a shallowing or collapsing of the anterior chamber. Exceeding the recommended level of 100 mmhg (133 hpa) with a 0.5 mm or larger I/a tip may cause anterior chamber shallowing and/or incarceration or tearing of the posterior capsule. Perform visual inspection of accessories for burrs or bent tips prior to use. I/a tips are not to be used with phaco handpieces. Inspect the o-rings on the ii I/a handpiece tip. If damaged, the o-rings must be replaced using the o-ring tool prior to sterilization. Good clinical practice dictates testing for adequate irrigation, handpiece prior to entering eye. Use of a tool other than company tip wrench may cause damage to the I/a tip and handpiece. If stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration low prior to entering the eye. The directions for use (dfu) warns: before each use, the handpiece should be inspected for damages (e.g. Nicks, crimps, dents). If the handpiece is damaged it should be immediately removed from service. Use of damaged handpiece may result in serious permanent patient injury. The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient experienced a corneal burn from the irrigation/aspiration during a surgical procedure. Additional information has been received stating that the surgeon felt the burn might have been caused by a lack of aspiration. The patient was brought in one day postop for a suture placement under IV sedation to close the gap.